Manufacturer narrative:
On 09mar2025 the asp evaluated the device and confirmed the occurrence of the proximal pressure sensor auto-zero failed alarm in the event log. The asp replaced the 3rd and 4th solenoids to resolve the issue. Following the part replacement, the asp completed a comprehensive inspection, cleaning, running test, and functional test. No other abnormalities were observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced solenoids (position 3 and 4) were returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech performed testing, and the tech verified that no alarm or diagnostic error code was generated by the test device using the returned solenoids installed into the pil gas delivery system (gds). The pil tech concluded that the returned solenoids were functioning as intended and that no problem was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: proximal pressure sensor auto-zero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the sales representative that the proximal pressure sensor auto-zero failed alarm had occurred. The patient circuit and pressure lines were checked, and nothing appeared to be wrong with the setup. The patient's condition was confirmed to be stable, so the v60 ventilator was removed from service. The device alarm log confirmed the occurrence of the proximal pressure sensor auto-zero failed alarm. The device was then connected to a test lung and the alarm did not reoccur. The alarm also did not reoccur when a mask was worn. The device was collected for evaluation at a service center. This investigation is ongoing.